Event description:
It was reported that the motor device was "overheating." The reporter did not know if the event occurred during a surgical procedure. There was no patient injury, medical intervention or prolonged hospitalization reported. It is unknown if a spare identical device was available at the facility. The reporter was unable to determine the precise date of this event. Although, the reporter indicated the event occurred in (B)(6) 2013. The reporter stated that they did not have any additional information on the event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.